Manufacturer narrative:
Correction: this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the patient developed a hematoma at the cardiac resynchronization therapy defibrillator (crt-d) site. The patient's medication was held and the patient then noticed more oozing and swelling of the crt-d site a few days later. The patient underwent a hematoma evacuation and a mild hematoma developed post-operatively since the site was evacuated. The mild hematoma resolved once pressure was applied. The crt-d remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.